Event description:
This premature infant was on the ventilator mode simv. Somehow, the setting was changed to CPAP. The pt desaturated, was bagged manually and the mode setting was changed back to simv. The pt recovered without adverse effect or serious injury.